Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name:(B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the equipment failed patient monitoring by disposable paddles, but in the tests the equipment is operational. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
There is an verbiage update in investigation summary. The rse evaluated the device remotely. It was determined that this was a deterioration of the side panel that contains the ECG parameter and 3-lead ECG cable the replacement quote for which was communicated to the customer. The device remains at the customer site and no further evaluation is warranted at this time. The root cause of the component failure could not be determined.

Manufacturer narrative:
There is a correction of part replacement in investigation summary. The fse evaluated the device onsite. It was determined that this was a deterioration of dfm100 module (controller board), 3 lead ECG trunk, and 3-lead ECG grabber. These items were replaced onsite, and the device was returned to fully functionality. The device remains at the customer site and no further evaluation is warranted at this time. The root cause of the component failure could not be determined. The issue was resolved by replacement of dfm100 module (controller board), 3 lead ECG trunk, and 3-lead ECG grabber, and the product is back in service. The fse replaced dfm100 module (controller board), 3 lead ECG trunk, and 3-lead ECG grabber to resolve the issue. The repair has been concluded, no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that this was a deterioration of the side panel that contains the ECG parameter and 3-lead ECG cable the replacement quote for which was communicated to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was deterioration of the side panel and 3-lead ECG cable . The reported problem was confirmed.